Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery now and pump error 25 confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed replace battery now and then power error 25 was triggered due to connector resistance issue j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had minor scratched display window, scratched case, fading serial number label, cracked case at the corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer reported that the alarm occurred less than 10 hours from low battery alert. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.